Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 331 mg/dl. Customer stated that his pump was not working and that he needed a replacement. Customer reported giving a bolus, but he did not hear the pump beep and when he looked down, the screen was blank. Customer stated that he replaced the battery in the pump, but the screen is still blank. Customer treated with a manual injection and was advised to disconnect from the pump. Customer found a crack on the pump case next to the battery compartment. Customer stated that he might have dropped the pump, but he was unsure. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.